Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that the low pressure setting at 50% o2 not building up enough pressure. There was no additional information provided.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. There was a faulty nrv assembly. The problem source is unknown. No previous service history was found. Manufacturing DHR is not relevant to the investigation due to the age of the device.